Event description:
Patient reported against the left side "lump in their armpit and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.